Manufacturer narrative:
The field service representative stated that the analyzer was "deinstalled". Further investigation of the case was not possible. No further issues were reported by the customer. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter received a questionable ureal (urea) result from three patient samples tested on the cobas 4000 c311 stand alone system. The reporter was able to provide one patient sample with discrepant results: the initial result was not reported outside of the laboratory. The initial result was deemed too low. The initial result from the analyzer was 18 mg/dl. The repeat result from a cobas c 501 was 225 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 75031401. The expiration date is 30-jun-2024. The investigation is ongoing.